Event description:
It was reported that the customer had high blood glucose levels of 333 mg/dl. The customer reported that the insulin pump had come into contact with water. The customer reported that the insulin pump was vibrating without an alarm or alert. The customer also reported that the display of the insulin pump went blank after being exposed to water. The customer also reported fog on the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. Moisture damage was noted on the motor and electronic assemblies.